Manufacturer narrative:
The reported was duplicated. Upon disassembly, the motor assembly, including the tps flex, was corroded.

Event description:
It was reported that during a procedure at the user facility, the remb sagittal saw was running intermittently on its own. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.